Event description:
The facility reports while transferring the resident from the bathroom to bed, the sling clip popped off the equipment. The caregiver suffered an injured back due to trying to catch the resident to prevent a fall.